Event description:
Caller reported a malfunction on the pump, indicated by error code malf 12, which had occurred multiple times previously. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump with one having updated software, providing instructions for returning the faulty device and ensuring the caller understood the process, including setting the pump to storage mode before returning it. Training for the new pump would be available through the tandem source account, and no interruption in insulin delivery was expected as the customer chose to continue using the current pump until the replacement arrived.